Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusions: the issue as described by the physician was recreated during the analysis. The cause of this failure is attributed to a malformation of the guide of the fixation mechanism. This guide likely caused additional friction between the components leading to excessive turns required to retract the helix.

Event description:
The screw on this lead was tested before implant; the screw remained blocked in the extended position. Therefore, the lead was not implanted.